Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 6.1; lab: 4.1. (B) (6) 2010; 5.1; 2.1.

Manufacturer narrative:
Testing results referenced from previous testing on strip lot ln 218917. Therapeutic donor testing yielded valid inr results within confidence limits in comparison to reference method. Criteria for testing accuracy was met. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 6.1; ref: 4.1; mean: 5.10; confidence limits result: unable to determine. (B) (6) 2010; 5.1; 2.1; 3.60; 2.0-5.0; fail. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met. No product in complaint was expected to be returned. Product deficiency test was referred to case (B) (4). Retain strip deficiency was not established. There is no sufficient info to determine the root cause. As of 02/15/2010, 3 discrepant results complaint was reported for lot #218917 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (greater than 0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time. Investigation results accuracy: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two of three replicates for both samples for strip lot 218917 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then, no further investigation will be pursued.